Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. Customer's blood glucose was 500 mg/dl. It was also found the customer had false low readings with their sensor. Customer declined troubleshooting for their sensor at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.